Manufacturer narrative:
Device evaluation: the precise flexible reamer was returned to nuvasive for investigation. A visual inspection confirmed that the tip of the reamer has been broken. The reported bone fracture was unable to be confirmed as no objective evidence was provided. Although the root cause is unable to be determined, it is likely that due to the age of the device the reamer experienced some wear and tear that contributed to the break. If the tip was worn due to age, it could have been inadequate for bone preparation, causing the surgeon to use off-axial forces during reaming that could have led to a break of both the instrument and the bone. Additionally, if the surgeon selected the incorrect reamer, it is likely that additional force may have been required to ream the bone and that could lead to a breakage of the instrument.

Event description:
No additional information has been provided at this time.

Event description:
It was additionally reported that during reaming the reamer stopped in the bone so the reamer was pulled out and the end stayed in the bone.

Manufacturer narrative:
Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Manufacturer narrative:
Despite attempts to obtain, no further event or product information has been provided and the device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, the reamer cracked the bone. Despite attempts to obtain, no further event or product information has been provided.